Event description:
Additional information received from the manufacturer representative (rep) reported that 1 electrode had showed high impedance. That electrode was not used in programming. The patient had good coverage and was very happy with the stimulation coverage. No other information was recalled.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported seeing the out of regulation (oor) message. The rep. Stated the patient wasn't on high settings, .7 or .8 volts, and impedances were in the 100's and electrode 2 was at 10,000 but was programmed around. When asked if there could be any traumas/falls related to the issue a fall was noted. According to the rep. The patient wasn't really feeling stimulation.